Manufacturer narrative:
This supplemental report is being submitted to provide the remedial action initiated and corrective action. Updated fields: h7, h9. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image is green, fiber bonding in the outer tube area (distal end) is damaged. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that for the reported customer allegation, the video cable was broken, resulting in a green image. For the damage to the fiber bonding in the outer tube area (distal end), the most probable cause was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the gynecologic laparoscope had white balance was not possible during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.